Event description:
It was reported that during a right hemicolectomy, when cleaning stapler the yellow part of the nose separated from stapler, when firing the plastic white handle detached from the metal part of handle, screw connecting the stapler was loose it separated during surgery. Had to go to pick room to get a new stapler, surgery delayed by 5 minutes. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch#: 472d39. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with the metal anvil and the anvil insert detached from the handle shroud. Further evaluation shows the clamp arm pivot pin missing and the clamp dowel pin detached. No reload was returned. During the visual inspection, the internal tab of the anvil shroud was noted broken but still attached. The proximal end of the anvil shroud was reviewed and the witness marks were present. Witness marks indicate the device was mis clamped without having the device halves locked. It's possible that the pivot and dowel pin fell out when the anvil shroud was broken. No functional test was performed due to the condition of the device. The damaged noted on the anvil shroud was confirmed and it is related to improper use of the device due to the witness marks present. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 472d39, and no non-conformance's were identified. Additional information was requested and the following was obtained: 1. Did any pieces fall into the patient? No. 2. If yes, were they retrieved? N/a. 3. Will all pieces be returned with the device? Yes. 4. If no, were they discarded? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.